Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed drive count/time values or changes incorrect for moving or coasting, too slow or too fast. The patient¿s blood glucose level was 11.8 mmol/l at the time of the incident. The pump did not pass rewind test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysi.s

Manufacturer narrative:
Device passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting error noted during testing. (B)(4).